Event description:
The pt's daughter reported that her mother became suddenly ill at 8:30/a on 8/10 with uncontrollable vomiting and she couldn't keep anything down. She tested on her one touch ii meter with results of 78, 91 and 87. Her physician was contacted and the pt was advised to "wait the sickness out". At 4:30/p, she was found on the floor, still very sick, by her son. At 5:30/p blood glucose test performed on her meter was in the 70's. Again the physician was contacted and again, they were advised to wait until the following day. The pt was transported to the hosp by her daughter at 9:30/p. A blood test on her one touch ii meter was 80 mg/dl, while the lab read 1100 mg/dl. The pt was begun on intravenous d-50 and fluids. It was reported that she was very dehydrated and in a diabetic ketoacidosis state. She remained hospitalized for four days.